Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer reported that insulin pump was exposed to moisture from sea water. Customer's blood glucose was 265 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.